Manufacturer narrative:
Updated fields: e1, e2, e3, g2, h2, h3, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the balloon ruptured. The issue occurred during a therapeutic endobronchial ultrasound procedure. There was no delay in the procedure and the procedure was completed with the same device. There were no reports of patient harm.